Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reportable event faulty switch board and line on screen was due to faulty charged coupled device (ccd). Additionally, damaged connector seal and failed leak test due to cracked on body cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the autoclavable camera head had a faulty switch board, faulty charged coupled device (ccds), exhibited lines on the screen, and failed the leak test. There was no patient involvement.